Manufacturer narrative:
A getinge authorized distributor field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and was able to reproduce the reported issue. The fse determined that the reported issue was a single error caused by not using the iabp unit for an extended period of time and the system not maintained. The fse resolved the issue by replacing the cable, power switch (0012-00-0834). The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during a routine inspection, the system 98xt intra-aortic balloon pump (iabp) had a shutdown failure, as well as no trigger. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6).

Manufacturer narrative:
A getinge authorized distributor field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and reported that the unit tested normally; however, further inspection is still pending. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the system 98xt intra-aortic balloon pump (iabp) had a shutdown failure, as well as no trigger. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.